Event description:
The customer reported the gas module iii had no gas readings, which may have not resulted in loss of co2 monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative calibrated unit to factory specifications.